Manufacturer narrative:
This report is being filed on an international product, list number 7k78 that has a similar product distributed in the us, list number 6c21. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation, (all reagent lots produced control, mcc and panel values with expected ranges and no false positive results were obtained for negative patient samples and no false negative results were obtained for positive patient samples for any of the reagent kits tested. Also there were no instances of carryover between positive and negative patient samples. This testing did not confirm the customers observation.) To perform our investigation an extensive testing protocol was executed to examine the performance of the architect total b-hcg reagent lot that was in use in at the customers facility at the time of the complaint, along with seven other approved lots of architect total b-hcg reagents. The investigation examined reagent kit performance with respect to their ability to accurately detect b-hcg in: abbott architect total b-hcg controls. Biorad lyphochek immunoassay plus multiconstituent controls (mcc). Abbott architect total b-hcg panels and a range of 40 patient samples (purchased from (B)(6)), which included 20 negative patient samples and 20 positive patient samples. These patient samples were selected to evaluate different aspects of the architect total b-hcg assay performance; specifically the occurrence of false positives and the occurrence of false negatives. Additionally, positive and negative patient samples were tested alternately to eliminate the possibility of carryover as the driver of falsely elevated results resulting from positive patient samples to negative patient samples thus leading to false positive results. An ex-us field action fa25jun2009 was issued in response to an increase in complaints for the following error codes when using architect total b-hcg reagent lots 74908jn00 and 74908jn01: 1109 assay (x) number (y) calibration failure, ratio too small for cal b/cal a and/or 1005 result cannot be calculated, final rlu read is outside the specification of the lowest calibrator. The possible occurrence of error codes 1109 and/or 1005 may lead to a delay in reporting patient results however, this issue will not lead to the generation of incorrect results, such as those generated at your site. An expanded investigation has been initiated in relation to this issue. From the investigation performed we could not confirm the customers observation and a specific explanation for the customers observation could not be determined. The architect total b-hcg package insert (B)(4) outlines the following b-hcg results should always be used in conjunction with other data; e.g., patients medical history, symptoms, results of other tests, clinical impressions, etc. Ectopic pregnancy cannot be distinguished from normal pregnancy by b-hcg measurements alone. The results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. Furthermore it should be noted that the architect total b-hcg package insert (B)(4) states that inadequate centrifugation or the presence of fibrin or particulate matter in the sample may cause an erroneous result. It should be noted that human serum (including serum collected in serum separator tubes) or plasma collected in lithium heparin, sodium heparin, or potassium edta may be used in the architect total b-hcg assay. Other anticoagulants have not been validated for use with the architect total b-hcg assay. Furthermore, product information letter pi28jan2005 advised to replace the sample needle every three months or more frequently as individual samples may exhibit elevated concentrations due to build up of proteins on the sample pipettor probe. This is the final report.

Event description:
The account stated that the architect bhcg reagent is generating a discrepant result. In 2009, the initial result was negative < 1.2 miu/ml. At about 2 days later, the sample was retested twice and the results were both positive at 84 miu/ml. There was no impact to patient management reported.